Event description:
It was reported that the pump was on the pc battery recall list. The product was explanted and returned. No further info was provided.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high. The 5 ma 5 second pulse battery resistance was 502 ohms, which exceeded the battery spec upper limit of 317 ohms. The drug delivered was dilaudid.